Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found that the distal coil of the lead had stretched and was pulled out from the lead. The tine was missing. External lead abrasion was found at 32.5 to 32.9 cm from the connector pin.

Event description:
It was reported that leads were returned for analysis after the pt had expired. The pt had undergone external defibrillation.